Event description:
It was reported that the patient sought medical attention at an urgent care centre with an infection that developed at the infusion site (leg) while wearing the pod for longer than 48 hours. The patient reported that the site had a red mark approximately 2inches in diameter, was warm, painful, itchy and had purulent discharge. The patient reported that they manually drained the purulent discharge themself before attending urgent care. The patient was diagnosed with cellulitis and prescribed unspecified antibiotics as treatment. It was also reported that the healthcare professional at urgent care drew a circle around the reddened area and informed the patient that if the infection spread beyond the circle they should attend the emergency room for further treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.